Event description:
It was reported that the programmer would not print following a device interrogation. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the printer would not print following an interrogation. Analysis found a loose electrocardiogram connector, a missing keyboard and slide, broken keyboard hinges, that the display dropped and that the display had spots on the lower part of it. (B)(4).